Manufacturer narrative:
The investigation is still ongoing. The manufacturer is currently performing x-ray testing and production process control. The process of identifying the root cause of the reported failure is still not finished. Further information will be provided upon investigation completion.

Manufacturer narrative:
Following the information provided by a customer heard the noises from the power cord and it was found the power plug to be melted and smoked. There was no indication regarding the patient involvement. No injury was claimed. According to the photographic evidence attached to the complaint record, the auralis power cord was melted. The manufacturer verified the photos and discovered that the inside of the plug had signs of a green substance. The power cord was replaced and the device started to operate correctly. Several plugs have been returned from the market for further evaluation by the manufacturer. The manufacturer conducted a series of tests to investigate the issue of melted power cord plugs. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing this intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, arjo device failed to meet its performance specification since the power cord was melted. From that perspective the device was involved in the event. The device was not used for treatment when the event occured. The complaint was assessed as reportable due to melted power cord. No injury was claimed.

Manufacturer narrative:
The testing to address the root cause of the complaint is currently on going. The analysis of the supplier production processes is also in progress. A final conclusion will be reached upon the completion of the manufacturer¿s analysis.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.

Event description:
Following the information provided by a customer heard the noises from the power cord and it was found the power plug to be melted and smoked. There was no indication regarding the patient involvement. No injury was claimed.